Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient received the infusion set in already opened state on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.